Manufacturer narrative:
Combination product: yes.

Event description:
A change in parameters was noted up to a sudden decrease in sensing, high increase in threshold and quite pronounced impedance changes were seen in home monitoring. An x-ray showed the lead had perforated the ventricle and had moved far forward from its initial position. The patient was immediately admitted, and the following day the lead was repositioned in the septum without adverse events and with optimal parameters.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.